Manufacturer narrative:
Product has been returned and an investigation is in process. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
A customer reported a connection issue with their freestyle navigator transmitter. Product was returned and device evaluation identified a broken or cracked/fractured battery housing. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06238 for a description of the other device.it was reported to boston scientific corporation that a resolution clip device and a gold probe were used during an esophagogastroduodenoscopy procedure performed on december 4, 2009 (patient age unknown, however over 18 years, gender and weight are unknown).according to the complainant, the gold probe device would not cauterize when the pedal was pressed on the generator. Then a resolution clip device was used and it would not release from the catheter. The clip was able to be removed from the tissue with no additional bleeding. The clip was still attached to the catheter when it was removed. The procedure was completed with another gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.